Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an right ventricular (rv) lead perforation. It was also noted that the right atrial (ra) lead exhibited high thresholds. Approximately four days after initial implant, both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.